Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported that the unit of measurement setting of their freestyle meter changed. There was no report of death, serious injury or mistreatment. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.